Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a retained sensor wire. Date of issue is an approximation. When the sensor was removed, the "needle stayed in the tummy". There was no documentation of any diagnostic images confirming that the sensor wire was retained. They went for surgery and the doctor was not able to "remove the pin". The allegation was not confirmed based on the unsuccessful removal of the pin". It was not confirmed if the sensor wire had detached or broke. The event occurred two days after the sensor had been inserted into the abdomen. No product was provided for evaluation. The allegation was not confirmed based on the unsuccessful removal of the pin. A probable cause was not determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a retained sensor wire. Date of issue is an approximation. When the sensor was removed, the "needle stayed in the tummy". They went for surgery and the doctor was not able to remove the pin.¿ it was not confirmed if the sensor wire had detached or broke. The event occurred two days after the sensor had been inserted into the abdomen. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional event or patient information is available.